Event description:
Information received indicates the casters ratchet from side to side after the brake is set.

Manufacturer narrative:
The technician found the caster base bent. The technician replaced the four caster bases to repair the bed.